Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that during the administration of the anticancer agent (exal), leakage was found. Therefore, the device was removed. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set was confirmed and the cause was determined to be supplier related. The product returned for evaluation was one 22 ga x 0.75 in safestep infusion set. The investigation findings were consistent with improper or insufficient adhesive application or curing during manufacture of the component at the supplier. The returned product sample was evaluated and a leak was observed where the needle exits the housing. This investigation concluded that the adhesive had not established a sufficient bond between the extension tubing and the needle shaft, and the characteristics observed which supported this type of failure included: voids or gaps in adhesive coverage were observed on the needle shaft. The supplier was notified of this event and bd will continue to monitor this event type. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that during the administration of the anticancer agent (exal), leakage was found. Therefore, the device was removed. There was no reported patient injury. No other information was provided.